Manufacturer narrative:
Event date: exact date unknown, event occurred several years ago from date manufacturer was made aware. Explant date: procedure happened few years ago.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. The explanted ipg will not be returned. No further information has been obtained despite good faith efforts.